Manufacturer narrative:
Concomitant medical products: product ID 3889-28, lot# va093z8, implanted: (B)(6) 2013, product type: lead. (B)(4).

Event description:
It was reported that when a patient increased stimulation, she felt it for three minutes, and then it stopped. Her symptoms were right back to where she was before she got the implant, she had a loss of therapeutic effect, and she couldn't control her bladder. About a month later, the patient reported receiving assistance from her doctor or manufacturer representative on (B)(6) 2015 and had an appointment scheduled for (B)(6) 2015. The patient was still having concerns with the device or therapy but working with her doctor or manufacturer representative. It was later reported that following a programming change, the patient had therapy relief for up to 20 minutes and then stopped feeling stimulation and had a return of symptoms. The patient had been to her healthcare provider's office for programming. The event occurred following some type of environmental exposure in february. In february the patient had a knee replacement, but wasn&#38176;sure if that could have impacted therapy. The patient's stimulation was on and set on program 3 at 1.8 volts. She increased to 1.9 volts and began feeling stimulation. She increased to 2.1 volts and planned to document her symptoms.